Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown liner. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that the patient's primary total knee replacement was done (B)(6) 2011. She was brought back in to the o.r. For a poly swap on (B)(6) 2013.

Manufacturer narrative:
An event regarding infection involving a triathlon ps insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: medical review indicated that there is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the poly exchange procedure. The poly exchange was done as a result of infection management. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device and pathology reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's primary total knee replacement was done (B)(6) 2011. She was brought back in to the o.r. For a poly swap on (B)(6) 2013.